Manufacturer narrative:
Ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Additional stress during the remaining steps of the procedure can also contribute or cause a capsular tear. The system parameters were changed by the doctor and after review of the system setting files, no abnormalities were found. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsule tear on a patient's eye during a laser assisted cataract procedure. Tear was noted after phacoemulsification and cataract removal. The doctor noted that there was a high amount of air bubbles which caused pressure on the capsule and think this is what caused the tear. Capsulotomy was performed without problems.